Event description:
Two blockers got damaged during final tightening using the torque wrench and the anti torque key.

Manufacturer narrative:
Method - visual inspection, manufacturing records, dimensional inspection. Results - visual inspection indicates the rod not being correctly seated in the screw tulip creating a dissymmetric loading. Manufacturing records - shows no deviation. Dimensional inspection - indicates the device was within specifications. Please note changes made: lot number changed to ylk.